Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "fluid around the implant", "swelling", "pain", looking "strange and shaped differently", suspicion of breast implant associated anaplastic large cell lymphoma (bia-alcl.) Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left-side capsular contracture, baker grade iii, "fluid around the implant", "swelling", "pain", looking "strange and shaped differently." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, black particles, encapsulation and creases. Cloudy and bubbles after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported left-side capsular contracture, baker grade iii, "fluid around the implant", "swelling", "pain", looking "strange and shaped differently." Device was explanted.